Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter (B)(4).

Event description:
It was reported that the patient¿s pump was empty as of (B)(6) 2015. The reporter stated ¿fine if you are okay with a patient having no medication in their pump and potentially dying.¿ no specific patient symptoms were reported. Patient outcome was unavailable at the time of the report. The medication delivered by the device system was not provided.